Manufacturer narrative:
Evaluation of complaint data for the architect anti-hcv, list number 6c37-37, lot number 71433li00 determined that there is no unusual activity for the lot and no trends for the issue for the product. Sensitivity testing was performed with a retained kit of lot 71433li00 with three sensitivity panels (core only panel (panel a), ns3 only panel (panel b) and (B)(6) panel) and all values met specifications. Additionally, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is adequately addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the u.s, list number 1l79. (B)(6).

Event description:
The customer reported a (B)(6) result on one patient. The results provided were: (B)(6). The patient was previously (B)(6) which is why the initial result was repeated. There was no additional patient information provided. There was no reported impact to patient management.